Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances a year ago on a non-boston scientific right atrial (ra) lead. A lead safety switch (lss) was also triggered which switched the pace/sense configuration from bipolar to unipolar. Additionally, it was noted there was noise that was being oversensed which resulted in pacing inhibition of less than two seconds. Subsequently, the pacemaker was explanted and replaced and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances a year ago on a non-boston scientific right atrial (ra) lead. A lead safety switch (lss) was also triggered which switched the pace/sense configuration from bipolar to unipolar. Additionally, it was noted there was noise that was being oversensed which resulted in pacing inhibition of less than two seconds. Subsequently, the pacemaker was explanted and replaced and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific, and as a result, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.